Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after the pacemaker implant the patient presented to the hospital. Upon examination, the patient experienced a fever and there was redness, heat, and swelling on the pocket site. The pacemaker implant site was infected, and the pacemaker had eroded. A revision procedure was performed. The pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted. A new device system was successfully implanted. There were no additional adverse effects reported.